Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("she underwent surgical removal of the device") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), night sweats ("night sweats"), mood swings ("mood swings"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, night sweats, mood swings, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue, medical device removal, mood swings and night sweats to be related to essure. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal infection, vaginal discharge, dysfunctional uterine bleeding, ovarian cyst and herpes nos. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2017, fish oil since (B)(6) 2016, ibuprofen since may 2012 to 2017 and vitamins nos (multivitamin) since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("night sweats / sweats"), fatigue ("fatigue/ exhaustion"), hot flush ("hot flashes") and irritability ("irritability"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In june 2017, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient was found to have leiomyoma ("leiomyoma"), 5 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"), pollakiuria ("urinary frequency") and micturition urgency ("urinary urgency"). On an unknown date, the patient experienced mood swings ("mood swings"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, alopecia, dyspareunia and weight increased had resolved and the leiomyoma, night sweats, mood swings, hot flush, irritability, vaginal haemorrhage, menorrhagia, depression, adenomyosis, pollakiuria and micturition urgency outcome was unknown. The reporter considered adenomyosis, alopecia, depression, dyspareunia, fatigue, hot flush, irritability, leiomyoma, menorrhagia, micturition urgency, mood swings, night sweats, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral fallopian tube occlusion wires present. No definite reflux into the tubes or peritoneal cavity identified. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal infection, vaginal discharge, dysfunctional uterine bleeding, ovarian cyst and herpes nos. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2017, docosahexaenoic acid; eicosapentaenoic acid (omega-3) since (B)(6) 2016, ibuprofen since (B)(6) 2012 to 2017 and vitamins nos (multivitamin) since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("night sweats / sweats"), fatigue ("fatigue/ exhaustion"), hot flush ("hot flashes") and irritability ("irritability"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient was found to have leiomyoma ("leiomyoma"), 5 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"), pollakiuria ("urinary frequency") and micturition urgency ("urinary urgency"). On an unknown date, the patient experienced mood swings ("mood swings"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, alopecia, dyspareunia and weight increased had resolved and the leiomyoma, night sweats, mood swings, hot flush, irritability, vaginal haemorrhage, menorrhagia, depression, adenomyosis, pollakiuria and micturition urgency outcome was unknown. The reporter considered adenomyosis, alopecia, depression, dyspareunia, fatigue, hot flush, irritability, leiomyoma, menorrhagia, micturition urgency, mood swings, night sweats, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral fallopian tube occlusion wires present. No definite reflux into the tubes or peritoneal cavity identified. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-jun-2019: plaintiff fact sheet- events hot flashes, irritability, abnormal bleeding (vaginal, menorrhagia), depression, bladder or urinary problems - urinary urgency & urinary frequency, dyspareunia (painful sexual intercourse), weight gain, leiomyoma, adenomyosis. Lot number was added. Event medical device removal replaced with pelvic pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal infection, vaginal discharge, dysfunctional uterine bleeding, ovarian cyst, herpes nos and hematuria. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2017, fish oil (omega-3 fish oil) since (B)(6) 2016, ibuprofen since (B)(6) 2012 to 2017 and vitamins nos (multivitamin) since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("night sweats / sweats"), fatigue ("fatigue/ exhaustion"), hot flush ("hot flashes") and irritability ("irritability"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient was found to have leiomyoma ("leiomyoma"), 5 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"), pollakiuria ("urinary frequency") and micturition urgency ("urinary urgency"). On an unknown date, the patient experienced mood swings ("mood swings"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, alopecia, dyspareunia and weight increased had resolved and the leiomyoma, night sweats, mood swings, hot flush, irritability, vaginal haemorrhage, heavy menstrual bleeding, depression, adenomyosis, pollakiuria and micturition urgency outcome was unknown. The reporter considered adenomyosis, alopecia, depression, dyspareunia, fatigue, heavy menstrual bleeding, hot flush, irritability, leiomyoma, micturition urgency, mood swings, night sweats, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral fallopian tube occlusion wires present. No definite reflux into the tubes or peritoneal cavity identified.. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received- new reporter, medical history were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal infection, vaginal discharge, dysfunctional uterine bleeding, ovarian cyst, herpes nos and hematuria. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2017, fish oil (omega-3 fish oil) since (B)(6) 2016, ibuprofen since (B)(6) 2012 to 2017 and vitamins nos (multivitamin) since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("night sweats / sweats"), fatigue ("fatigue/ exhaustion"), hot flush ("hot flashes") and irritability ("irritability"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient was found to have leiomyoma ("leiomyoma"), 5 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"), pollakiuria ("urinary frequency") and micturition urgency ("urinary urgency"). On an unknown date, the patient experienced mood swings ("mood swings"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, alopecia, dyspareunia and weight increased had resolved and the leiomyoma, night sweats, mood swings, hot flush, irritability, vaginal haemorrhage, heavy menstrual bleeding, depression, adenomyosis, pollakiuria and micturition urgency outcome was unknown. The reporter considered adenomyosis, alopecia, depression, dyspareunia, fatigue, heavy menstrual bleeding, hot flush, irritability, leiomyoma, micturition urgency, mood swings, night sweats, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral fallopian tube occlusion wires present. No definite reflux into the tubes or peritoneal cavity identified. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received- new reporter, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal infection, vaginal discharge, dysfunctional uterine bleeding, ovarian cyst, herpes nos and hematuria. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2017, fish oil (omega-3 fish oil) since (B)(6) 2016, ibuprofen since (B)(6) 2012 to 2017 and vitamins nos (multivitamin) since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("night sweats / sweats"), fatigue ("fatigue/ exhaustion"), hot flush ("hot flashes") and irritability ("irritability"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient was found to have leiomyoma ("leiomyoma"), 5 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"), pollakiuria ("urinary frequency") and micturition urgency ("urinary urgency"). On an unknown date, the patient experienced mood swings ("mood swings"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, alopecia, dyspareunia and weight increased had resolved and the leiomyoma, night sweats, mood swings, hot flush, irritability, vaginal haemorrhage, heavy menstrual bleeding, depression, adenomyosis, pollakiuria and micturition urgency outcome was unknown. The reporter considered adenomyosis, alopecia, depression, dyspareunia, fatigue, heavy menstrual bleeding, hot flush, irritability, leiomyoma, micturition urgency, mood swings, night sweats, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral fallopian tube occlusion wires present. No definite reflux into the tubes or peritoneal cavity identified. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 2-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal infection, vaginal discharge, dysfunctional uterine bleeding, ovarian cyst, herpes nos and hematuria. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2017, fish oil (omega-3 fish oil) since (B)(6) 2016, ibuprofen since (B)(6) 2012 to 2017 and vitamins nos (multivitamin) since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("night sweats / sweats"), fatigue ("fatigue/ exhaustion"), hot flush ("hot flashes") and irritability ("irritability"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient was found to have leiomyoma ("leiomyoma"), 5 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"), pollakiuria ("urinary frequency") and micturition urgency ("urinary urgency"). On an unknown date, the patient experienced mood swings ("mood swings"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, alopecia, dyspareunia and weight increased had resolved and the leiomyoma, night sweats, mood swings, hot flush, irritability, vaginal haemorrhage, heavy menstrual bleeding, depression, adenomyosis, pollakiuria and micturition urgency outcome was unknown. The reporter considered adenomyosis, alopecia, depression, dyspareunia, fatigue, heavy menstrual bleeding, hot flush, irritability, leiomyoma, micturition urgency, mood swings, night sweats, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral fallopian tube occlusion wires present. No definite reflux into the tubes or peritoneal cavity identified.. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received- new reporter, medical history were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.